Event description:
It was reported that the patient with this artificial urinary sphincter experienced urinary incontinence. Cystoscopy found that the cuff was not around the urethra and the balloon was not in an optimal location. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Correction to block h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced urinary incontinence. Cystoscopy found that the device was not functioning as intended. A surgical procedure was performed during which time it was observed that the cuff was not around the urethra and the balloon was not in an optimal location. The device was explanted and replaced. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced urinary incontinence. Cystoscopy found that the device was not functioning as intended. A surgical procedure was performed during which time it was observed that the cuff was not around the urethra and the balloon was not in an optimal location. The device was explanted and replaced. No further patient complications were reported.